Manufacturer narrative:
(B)(4).

Event description:
A sensor was returned for evaluation. A visual inspection was performed and found that the wire is detached from the sensor pod and seal carrier. The customer's complaint of a detached sensor wire was confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4).the g5 system is associated with product code pqf.

Event description:
Dexcom was made aware on (B)(6) 2017 that on (B)(6) 2017, upon removal of the sensor pod from the patient body, the sensor wire detached and was left in the insertion site. The sensor insertion was at the abdomen on (B)(6) 2017. Reportedly, the patient removed the transmitter prior to removing the sensor pod. No additional event or patient information is available. No product or data were provided for evaluation. The reported detached sensor wire could not be confirmed. A root cause could not be determined. Labeling indicates: do not remove the transmitter before removing the sensor pod from your body.